Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient wants to have the device checked to see if it was working. The patient reported that the device was supposed to help control her bladder so she can urinate on her own. The patient stated she currently has a full bladder and when she goes to the bathroom, nothing much comes out. There were no further complications or anticipations reported with this event.